Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced missing cannula event on (B)(6) 2025. Blood glucose level was high with moderate ketones level at the time of the event. Infusion set was used for a day. No further information available.